Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had making a noise and the screen was blank as well as they receive unexpected restart, a cold reset was performed alarm. Customer's blood glucose value was 139 mg/dl at the time of the incident. Customer reports they were able to clear the alarm and did not require rewind. The device will not be return for analysis.